Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that language software installed had become corrupted. The language software was re-installed to resolve the malfunction. It could not be firmly established how the software became corrupted. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.